Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer's blood glucose level was 74 mg/dl, 70 mg/dl, 78 mg/dl and 68 mg/dl at the time of hospitalization. Customer had abdominal pain and fatigue. Customer was treated with drip. The insulin pump will not be returned for analysis.